Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is reporting calibration error. Customer reports a sg value of 40 and a blood glucose value of 40 mg/dl. Customer also reported blood glucose of 188 mg/dl. Trouble shooting was performed and product is not expected to return.